Event description:
It was reported by service report that the scale is not reading accurately. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.